Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured on april 29, 2014 ¿ may 1, 2014. Evaluation summary: the sample was returned for evaluation. Visual and microscopic inspections were performed. No evidence of particulate matter was identified during the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available. This is report 2 of 2.